Event description:
It was reported that one lead because disconnected shortly after surgery. No patient symptoms or treatment was reported. Additional information has been requested, but was not available as of the date of this report.